Event description:
On 06/23/2009, terumo cardiovascular systems was advised by a user facility ((B) (4)) of an event whereby a centrifugal pumphead was exhibiting a squealing sound during a cardiopulmonary bypass procedure. The user facility reported that the centrifugal pump was replaced during the procedure with a new pump and the surgery was completed without further incident. Note: the centrifugal pumphead is a disposable non-roller type pumphead that is a component in an extracorporeal cardiopulmonary bypass circuit. There was no reported injury to the pt as a result of this event.

Manufacturer narrative:
As indicated, the user facility reported squealing sounds coming from a centrifugal pumphead during cardiopulmonary bypass surgery. Squealing sounds from mechanical parts (such as pumpheads) are not uncommon - and are not necessarily the result of a defective product. Often, the squeals are caused by the priming fluids that are used to prime/de-air the circuits before the initiation of bypass procedures and they subside once bypass has been initiated. Terumo assessed the device that was used in the reported event and was not able to duplicate the squealing noise that was reported and found the device to meet all performance specs - but as a matter of diligence, terumo deems it necessary to report this event to FDA as the user facility had taken the action to replace the unit after surgery had been initiated.